Event description:
It was reported a third party certified technician completed repair associated with the nav-ring and performed preventative maintenance (pm) on device. The technician returned the following day, turned on device and it displayed an alarm. Per third party, they are unable to supply event log or specific alarm. Initial reports indicate, in diagnostic mode the v60 ventilator shut down which prompted third party to reach out to philips remote service engineers (rses). Per the case notes, the rse provided third party with part numbers for user interface printed circuit board (ui pcb) and switch cable for printed circuit board assembly (pcba). The device was not in patient use at the time of the reported event. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.